Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "reactive lymphadenitis and diffuse attributable to silicone, and mammary siliconomas." Device has been aexplanted nd replaced with non-allergan device.

Manufacturer narrative:
Only device photos were received. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ granuloma : unable to observe as it is a medical event that is not related to the device. ¿ lymphadenopathy : unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for re-operation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: granuloma, lymphadenopathy.

Event description:
Healthcare professional later reported "bilateral reactive lymphadenitis and diffuse attributable to silicone. Bilateral mammary siliconomas".

Event description:
Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as fold flaw opening. Granuloma: unable to observe as it is not related to the device. Lymphadenopathy: unable to observe as it is not related to the device. Additional observations: observed stress marks. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "reactive lymphadenitis and diffuse attributable to silicone, and mammary siliconomas." Device has been explanted and replaced with non-allergan device.